Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be deployed or expand. The procedure was completed using a different device. There was no patient complications reported due to this event. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. No further information has been obtained regarding the event despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be deployed or expand. The procedure was completed using a different device. There was no patient complications reported due to this event. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. ***additional information received on february 25, 2025*** it was reported that the stent did not deploy and was removed from the patient fully covered by the outer sheath.

Manufacturer narrative:
Blocks a1, a2 (age at time of event and unit of measure - age), a3a, a3b, a4 (weight and unit of measure - weight), b5 and h11 were updated based on the additional information received on february 25, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastrojejunostomy procedure.

Manufacturer narrative:
Blocks a1, a2 (age at time of event and unit of measure - age), a3a, a3b, a4 (weight and unit of measure - weight), b5 and h11 were updated based on the additional information received on february 25, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastrojejunostomy procedure. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. A visual examination of the returned device revealed that the outer sheath was kinked. A functional inspection was performed, and the stent could not be deployed due to improper actuation of the delivery system. A destructive inspection was also performed, which showed that the outer sheath was twisted and detached. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the reported event and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be deployed or expand. The procedure was completed using a different device. There was no patient complications reported due to this event. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. Additional information received on february 25, 2025. It was reported that the stent did not deploy and was removed from the patient fully covered by the outer sheath.